Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
During initial implant, the atrial lead could not be tightened into the set screw of the device. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
The device was received from the field with battery voltage near beginning of life level and visual inspection of the header found the atrial setscrew completely stripped consistent with inserting the wrench off-center at angles to the setscrew. After replacing the original setscrew, the atrial setscrew was inserted and removed multiple times during the analysis without any anomaly and the insertion force was normal. Results from the electrical and mechanical analysis found no anomaly. The reported event of loose connection of the set screw was confirmed. The atrial setscrew tightening anomaly is related to the user¿s use of the wrench.